Manufacturer narrative:
The device has been received for analysis. During product analysis a guidewire was advanced through the catheter; the deployment attempt was unsuccessful due to resistance felt when advancing the catheter slider. The catheter was dissected for further inspection. There is a noted absence of adhesive on the proximal section of the shaft inside the handle. The conclusion code "manufacturing deficiency" was selected based on the identification of absence of adhesive on the proximal section of the shaft inside the handle.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. The physician noticed that when rotating the handle, the shaft wouldn't move. The device was replaced and the procedure was completed successfully. No patient complications were reported. Analysis of the returned device found that there was absence of adhesive on the proximal section of the shaft inside the handle.